Event description:
It was reported that the device image was dark. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of dark image could not be duplicated during the functional testing process. The camera head passed functional testing and 6 hour burn-in inside test video tower. All functions perform as expected and live video image was normal. The complaint of dark image was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.